Manufacturer narrative:
The complaint record is being cancelled, as the information provided does not meet the criteria of a complaint per the complaint handling procedure. In the event, additional information is received, the complaint will be reopened and updated accordingly. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Event description:
N/a

Manufacturer narrative:
Correct date received by mfg for follow up 1(mfg report number 2249723-2025-0001070) is 20 may 2025 and not 15 april 2025. Updated fields: b4; g3; g6; h2; h11.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) the main screen showed the error message stating "battery maintenance required" bays no. 1 and no. 2 and "change safety disk".